Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of a one-link luer activated device was recessed. The reporter stated that the ¿soft center¿ of the device ¿was not coming back up flush with the top, which made it harder to scrub.¿ this was noted during set-up. There was no patient involvement. No additional information is available.